Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed sodium (na) results obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl 200 system during the initial testing. The falsely depressed results were reported to the physician(s), and the results were questioned. The same sample was reprocessed on the original dimension exl 200 system and on an alternate dimension exl 200 system. Additionally, a new sample that was drawn from the same patient was processed and/or reprocessed on the original dimension exl 200 system and on an alternate dimension exl 200 system. Higher results, considered correct, were obtained. A corrected report was issued. The customer stated that the patient was admitted to the emergency room (ER) due to the falsely depressed sodium (na) results. Also, the customer stated that a standard saline intravenous (IV) treatment was started for this patient. There are no known reports of adverse health consequences to the patient due to the falsely depressed sodium (na) results, hospitalization, or standard saline IV treatment. The patient was discharged after obtaining the correct result(s).

Manufacturer narrative:
Additional information (13-sep-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) results were within the customer's expected ranges, and the integrated multisensor technology (imt) calibration was within specifications. A siemens customer service engineer (cse) was dispatched to the customer's site. The issue was resolved with standard troubleshooting and maintenance procedures performed by the cse, including the replacement of the imt rotary valve and imt tubing kit. The investigation findings are consistent with a fluid flow issue. The cause of the event is unknown. A potential product issue was not identified. The system is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00185 was filed on 29-aug-2023.